Event description:
The consumer via the manufacturer representative reported that the patient had difficulty charging, so she stopped charging altogether. The implantable neurostimulator (ins) was overdischarged. Multiple physician mode recharge (pmr) sessions were attempted at the healthcare professional's office and they were unable to recover the battery. It was noted that the patient would like replacement with a primary cell ins battery. Environmental/external/patient factors that may have led or contributed to the issue included the patient did not reach out to the manufacturer for assistance until this event. Diagnostic testing or troubleshooting was not performed. Interventions/actions taken to resolve the issue included multiple physician mode recharge (pmr) attempts and use of the antenna locate (al) function. The issue was not resolved at the initial time of report. The patient's current ins was still implanted at the initial time of report, and ins replacement with a primary cell ins was planned. The date of the procedure was unknown. The patient's status was alive with no injury at the initial time of report. The manufacturer representative later reported that there were no further updates regarding this event as of (B)(6)-2016. The patient's indications for use included spinal pain. The patient's medical history included coronary artery disease (cad) and low back pain surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.